Event description:
It was reported that during a case, when pressing the clamp down on the irrigation clamp, it remained stuck and it would not clamp down. The clamp ended up breaking and falling off leaving no clamp for the irrigation tube. As a result, there was no water for irrigation, but the bag of fluid was squeezed allowing fluid to come out which allowed the case to run smoothly. No patient injury reported.

Manufacturer narrative:
H10 h3, h6: the reported device, used for treatment, was returned. Visual inspection of the returned anspach console irrigation pump component indicated that the component became disconnected from the irrigation pump and was not damaged since it was a removable part. The component appeared to have been inadvertently detached by the user. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified one prior similar event. The navio system for unicondylar knee replacement (ukr) user's manual released at the time of the complaint provides detailed instructions for use of the anspach surgical drill console and pump for irrigation. This failure is an identified failure mode in the risk assessment. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is likely due to the user inadvertently dissembling the part. Per complaint details, the device malfunctioned during use; the irrigation clamp, ended up breaking and falling off leaving no clamp for the irrigation tube. The procedure was continued by squeezing the bag of fluid allowing the surgeon to continue with the case with no problem.